Event description:
Reported due to foot break and interventional procedure. In 2005, the physician attempted closure of an arteritomy site with the perclose proglide device following a diagnostic procedure. Fluoroscopy was performed prior to the procedure and arteriotomy access was confirmed in the right common femoral artery. Reportedly, the vessel was "normal sized;" without calcification or scar tissue. The device was inserted and mark was achieved without any issues. While opposing the foot to the wall of the vessel, it was noted that the pressure used by the physician to retract the device "seemed a little strong." There was an immediate "release" and the device completely dislodged from the vessel. Upon inspection of the device it was noted that the posterior portion of the foot was missing and could not be found. The patient had positive, bilateral pedal pluses via palpation and doppler. Color of the bilateral low extremities was within normal limits and the patient denied any pain. As a precautionary measure, the patient remained in the hospital overnight and was discharged to home the following day. In 01/2005, the patient returned to the physician's office with complaints of pain in the right calf; an angiogram was scheduled for 01/2005, the patient returned for an angiogram, which was performed via the left groin. An over-the-horn approach was used and a "stricture" was found at the original access site (right common femoral artery).the missing portion of the foot was not located.